Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that upon delivery of the light adjustable lens+ (lal+, sn (B)(6), +17.0d), during primary cataract surgery, the capsular bag was torn. A vitrectomy was performed and the lal was placed in the sulcus. Rxsight's first awareness of this event was on 07/25/2024.